Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx plus valve; product ID: evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve within a pre-existing non-medtronic valve, the valve and delivery catheter system (dcs) were inserted into the patient over a non-medtronic guidewire, advanced to the annulus, and the valve was fully deployed. Upon withdrawal of the delivery catheter system (dcs), the nose cone was not centered within the frame inflow of the valve. Subsequently, the nose cone interacted with the valve frame causing the valve to dislodge. A second valve was opened during the procedure but was not implanted for an unspecified reason. Two days later, a surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (j316618); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024 explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. Second paragraph added h1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve within a pre-existing non-medtronic valve, the valve and delivery catheter system (dcs) were inserted into the patient over a non-medtronic guidewire, advanced to the annulus, and the valve was fully deployed. Upon withdrawal of the delivery catheter system (dcs), the nose cone was not centered within the frame inflow of the valve. Subsequently, the nose cone interacted with the valve frame causing the valve to dislodge. A second valve was opened during the procedure but was not implanted for an unspecified reason. Two days later, a surgical aortic valve was implanted in the patient. No additional adverse patient effects were reported. Additional information was received that eight days following the valve implant procedure, the patient died. The cause of death was not provided.